Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was reported as having an excessive vault and remains implanted. The lens is planned to exchange with another lens. The patient experienced significant reduction of irido-corneal angles and pigment dispersion.

Manufacturer narrative:
Additional data: the lens was explanted and exchanged on (B)(6) 2016. The problem was resolved. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken and fiber on lens surface. (B)(4). Corrected data: (B)(4).